Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that there is a slow deflation of the cuff. No patient injury reported.

Manufacturer narrative:
Qn#(B)(4). Catalog number corrected to 116101410. The sample was returned for evaluation. A visual exam was performed and no obvious defects were observed. The clear tracheal cuff was inflated to 25mbar with a calibrated endotest meter and the pressure of the cuff dropped rapidly. The cuff could not be inflated. The blue bronchial cuff was also inflated and no issues were found. The device was then immersed into water. Air bubbles were observed coming from the clear cuff. No leaks were found on the blue cuff. The leak point on the clear cuff was examined under 10x magnification and a cut mark was detected. Based on the investigation performed, a root cause for the issue could not be established. It is likely that the defect occurred during preparation for insertion, or during handling; although this could not be confirmed. In the current manufacturing process there is a 100% water leak test performed prior to the packing process; thus, any defects would be detected prior to release. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause could not be determined.

Event description:
The customer alleges that there is a slow deflation of the cuff. No patient injury reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that there is a slow deflation of the cuff. No patient injury reported.